Event description:
Additional information was received and stated that the surgeon felt that the inaccuracy was about 2cm.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A site representative reported that during spinal fusion procedure, an inaccuracy was observed by surgeon when placing screws. Surgeon requested a second image acquisition after observing an imprecision and confirmed accuracy. Surgeon proceeded with procedure after confirming accuracy. The procedure was completed with the use of navigation. There was a delay of approximately 30 minutes. No impact on patient outcome.